Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. User facility medwatch report number was not provided.

Event description:
User facility medwatch report received that states, "patient had a tight lesion in her circumflex. Ptca was performed prior to the attempt to place a stent. After ivus and pre dilatation of the vessel, a 3.5 28mm xience alpine stent was used. The physician tried several time to get the stent to cross the lesion with no success . He then tried to remove the unit and it would not come out . The physician tried again and that is when the stent came off the balloon and was stuck in the proximal left main. An attempt was made to remove the stent with retrieval snares. After several unsuccessful attempts the open heart surgeon was called to consult on the possible options. It was decided that they would take the patient to open heart and retrieve the stent and by pass the cx at the same time. Patient did well post - surgery and should make a full recovery. No additional information was provided. It was reported that the procedure was to treat a heavily calcified circumflex to left main arteries. Pre-dilatation was performed with a 2.5 x 15 mm trek balloon catheter and then a 4.0 x 20 mm balloon catheter. Ultrasound was performed and the vessels were still heavily calcified. A 3.5 x 28 mm xience alpine stent delivery system (sds) was advanced to the lesion; however, it could not cross due to the calcification. The sds was being removed when the stent implant caught on the calcification and the stent implant dislodged in the left main. An attempt was made to snare the device but it could not be snared and the patient was transferred to another hospital where the stent was removed surgically. No additional information was provided.